Event description:
During troubleshooting of a low drain volume alarm, it was noted that a patient experienced abdominal pressure and felt full after a drain phase of peritoneal dialysis therapy. The patient was connected to the homechoice at the time of the reported event. It was noted that the patient¿s drain volume equaled 3800ml and the largest prescribed fill volume equaled 2,000ml. These volumes indicated that an increased intra-peritoneal volume (iipv) event occurred. There was no patient injury or medical intervention indicated at the time of this initial report. No additional information is available.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review was performed and indicates that manufacture of the device is not related to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.